Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer' s blood glucose. The customer continued to use the pump for insulin therapy.